Event description:
It was reported that during a biliary stenting procedure, the suture detached from the flexima biliary stent system. The stent was successfully placed in the target lesion located in the bile duct. During the procedure, the suture detached. It is unknown if the suture remains in the patient or not. There were no patient complications and the patient status was reported to be "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.